Event description:
On (B)(6) 2025, user reported an ¿unable to proceed¿ alert. Device was restarted, no further alerts occurred, and bg was not affected.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.